Manufacturer narrative:
08/20/2015: a medtronic representative, following-up at the site, reported the site biomed representative called back and the medtronic representative walked her through trying to track the reference frame, as well as, a passive planar. No instruments would track. The camera details showed the camera had green status, and the camera was showing two green lights. 08/28/2015: a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Medtronic representative reconnected usb port and system functioned properly. System performed as intended. - no further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in a cranial biopsy procedure, they had registered the patient and were proceeding to navigate when the navigation system displayed localizer disconnected message. In trouble-shooting, they attempted to re-boot the system two times, issue was not resolved. A different navigation system was brought in to continue the procedure. No further details were provided. The surgeon completed the procedure with the use of the alternate navigation system. There was no impact on patient outcome.